Event description:
Customer reported experiencing inaccurate high results with a ot ultra meter. Their blood glucose result was 159 mg/dl and the lab result was 131 mg/dl. Tests were done within 10 minutes with a difference of 21%. Pt did not experience any adverse events.